Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly, constant tone, and program alarm anomaly. The patient's blood glucose a couple hours prior to the incident was 50 mg/dl, which he treated with juice. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped or dropped. It may have been exposed to moisture as the device was under the customer's shirt while he was in the rain. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. The constant tone and program alarm anomaly were not resolved. No products were returned for analysis at this time, and a replacement battery cap was sent to the customer.